Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-01500. It was reported the patient 's right supra orbital lead was "poking out at the tip," still under the skin, but sensitive. Consequently, surgical intervention was taken to revise or pull the lead back approximately three millimeters.